Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very calcified coronary artery. After pre-dilation was performed with a 3.5x12 nc non-bsc balloon catheter, a 3.50x12mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent came off the delivery system. The dislodged stent was then retrieved using a balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.